Event description:
Event description guidant received information that this right ventricular lead was surgically abandoned and replaced due to an increase in threshold measurements and intermittent loss of capture. It was also noted the patient's r-wave measurements had been poor since implant. The pacemaker was also replaced at this time as the battery had rapidly depleted due to the high ventricular outputs. There were no adverse patient effects associated with these observations.